Manufacturer narrative:
Two lots were used during the initial case and removed during the revision surgery, however the lot of the screw that migrated was not able to be confirmed. The production records from those devices were reviewed, and no issues or inconsistencies were found. The returned devices were inspected, at which time damage could be seen on some of the set screws. There was noticeable wear on the bottom of the set screws, and some missing etching due to that wear. The observed wear appeared to be consistent with an implanted device. Additionally, the hexalobe feature on a number of set screws was severly damaged and stripped. It is difficult to determine if the damage observed occured during the initial surgery or was due to actions taken during the revision surgery. All other hardware returned showed no indication of malfunction or issues that could have contributed to the migrated set screw. The torque handles in the customers possession were confirmed to be calibrated. Testing was performed on devices in house in an attempt to replicate the damage seen on the returned devices. The damage seen to the hexalobe feature was unable to be replicated. The wear seen on the bottom of the set screws was somewhat replicated with various results.

Event description:
It was reported that during a post-op check up, one of the set screws was found to be migrated out of the pedicle screw saddle. A revision surgery was scheduled, and the hardware was removed from the patient without incident or adverse event. There were no reported issues from the initial case.